Event description:
Event description guidant received information that the patient with this lead developed chest pain. The patient was subsequently admitted to the ER with ventricular fibrillation. A representative from guidant interrogated the pacemaker and found loss of sensing and capture on the ventricular lead. It was discovered there was a a pneumothorax.